Event description:
The olympus field service engineer (fse) became aware that the customer evis lucera elite gastrointestinal videoscope (including all scopes owned by the facility) during an onsite visit at the user facility that ¿no detergent was used during the primary cleaning¿. The fse confirmed with the customer that the subsequent processes are being carried out without any problem, and the person in charge has already instructed the facility of the necessary corrections. No death, injury or infection was reported.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Attempts to retrieve additional information from the customer are in progress. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or incorrect reprocessing. The event can be prevented by following the instructions for use (IFU) which state: chapter 5 reprocessing the endoscope(and related reprocessing accessories) if additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on field service engineer (fse) feedback.

Event description:
The field service engineer (fse) later reported a training was conducted on 18may2022. It was confirmed the oer-4 had no issues observed at the time the event was reported and there has been no impact to the patients.